Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the chair will drive fine and then all of a sudden it stops, the joystick shuts off with no lights displaying. Consumer advised if they press the power button to turn the joystick back on it will come on and work fine.